Event description:
It was reported the pt experienced a fall and subsequently is not receiving stimulation on her right side. It was also reported the pt's scs lead has migrated.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.